Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was re-admitted for failure to thrive. Patient experienced elevated lactate dehydrogenase (ldh) and stroke was confirmed. The stroke was believed to be embolic. A decision was made by patient and family to withdraw care. Subsequently, the patient expired on (B)(6) 2017. The cause of death was reported as unknown. The device was reportedly working as intended. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. No device-related issues were identified through the evaluation of pump and a correlation to the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline was cut approximately 5 inches from the pump housing and the distal portion of the dl was not returned. Examination of the sealed inflow and outflow conduits upon disassembly of the device revealed depositions of denatured, fixed blood. The denatured, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Further evaluation of the pump revealed depositions of loosely coagulated, fixed blood throughout the pump. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient was withdrawn from support and subsequently expired. The observed depositions lacked laminated layering and were loosely seated, suggesting that they resulted from the interruption in flow that is associated with the termination of support. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.